Manufacturer narrative:
Reactivity of the k antigen was confirmed on returned and retention capture-ready screen (crrs) (3), lot r041 and on retention crrid, lot id112. These products were used by the customer at the time of the event. The customer's returned sample was tested with returned and retention crrs(3), lot r041 on an in-house echo. A negative antibody screen interpretation resulted from the echo. The sample was tested with retention panoscreen I and ii, lot 07273 by tube hemagglutination tests, using immuadd as the potentiator. A room temperature (rt) incubation was included. The sample was nonreactive with all phases of testing.

Event description:
Customer reported a patient sample that had a positive screen on manual capture, but was negative on the echo.